Event description:
Female nurse experienced a finger needlestick injury when disposing a syringe into a #4838c container opening mounted in an almond cabinet in the or. The nurse did not notice syringe caught on the tortuous path flap that was pointing upward and was stuck by the needle as she placed her hand close to the opening to dispose of another needle. It is unk what type of first aid, if any, was provided, although, thinks an incident reported was written.